Manufacturer narrative:
It was reported during follow up that antibiotic treatment was completed and the patient has recovered from the event and was discharged from the hospital. The patient has been switched to hemodialysis permanently. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with ciprofloxacin and amikacin (intraperitoneal, doses, frequencies and durations not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Thirteen days after the even onset, pd therapy was discontinued and the patient was temporarily switched to hemodialysis therapy due to catheter change. No additional information is available.